Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. It was also found the alarm could not be cleared because the customer's keypad was unresponsive. The customer's mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.